Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had insufficient fill. The following information was provided by the initial reporter. The customer stated: on the morning of october 9, 2023, I received a complaint about 3ml purple-topped tubes. Customer complaints found that about 6-7% (average daily consumption of 400 tubes) of 3ml purple-topped tubes were found in the past two months. Insufficient negative pressure is manifested in blood flow rate being close to the drip rate, and about 1% of cases even fail to collect blood samples at all, indicating that there is no negative pressure. This situation occurs mainly in product number 368499 and batch number 2311407!

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." E.1. Initial reporter facility name: (B)(6) hospital, (B)(6) university .